Event description:
Caller alleded a patient was hospitalized due to the inr results. Inratio and lab results were unavailable.

Manufacturer narrative:
Caller didn't provide actual meter and lab results. Insufficient complaint information. Products will be investigated when returned.